Event description:
It was reported that during a laparoscopic hernia procedure, the force for the shield to pull back was higher than usual. It was difficult to get the device through the peritoneum. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Patient was revised to address disassociation of the liner from the cup and extreme metallosis.

Manufacturer narrative:
(B)(4).upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.